Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -7.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with shorter length lens due to excessive vaulting. This resolved the problem. The cause of the event was reported as unknown.